Event description:
It was reported that the patient experienced additional low speed events a well as pump stop events. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while on support from pm & batteries. No further information was provided.

Manufacturer narrative:
Section d4, h4: additional information. Section g3: correction. Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log files confirmed low speed hazard alarms, elevations in pump power, and decreased pi over a short duration which could be potentially consistent with an ingested thrombus passing through the pump; however, the cause of this event could not be conclusively determined through this evaluation. Additionally, review of the log file confirmed pump stoppages initiated via the system monitor, as well as isolated elevations in pump power. Although a direct cause for the events captured in the log file could not be conclusively determined through this evaluation, based on previous complaint experience, the type of behavior captured within the log file could be potentially consistent with an ingested thrombus passing through the pump. The patient remains ongoing on vad support with no further issues reported. Device thrombosis is listed as an adverse event that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr values. The heartmate ii lvas IFU explains how to use the pump stop button to turn off the pump and states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. This IFU and the heartmate ii lvas patient handbook also outline all system controller alarms as well as how to respond to each alarm condition. The hm ii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital with clinical issues on (B)(6)2019. When the medical engineer checked the history on the system monitor at the facility, multiple" low speed operation" was recorded. The log captured some low speed advisory events for about a 7-8 minute period with speeds captured as low as 7260 rpm. Sometimes a faulty patient cable can cause an issue like this but the cable voltage looked within specification in the log file. Something may have been ingested through the pump. The patient was originally admitted due to the unidentified alarm sounds, and discharged on (B)(6) 2020. The cause of low speed operation had not been found. No further information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced 2 pump stops and 8 low speed hazards while connected to battery power. It was also reported that the disinfectant used to clean the battery and the clips, spilled onto the clips and battery and they got wet right before the pump stops were recorded. The patient's batteries and clips were exchanged and no further unusual events were recorded. The patient was then discharged. No further information provided.